Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not detected on the bus. A technician temporarily resolved the issue; however, the device subsequently failed again. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not detected on the bus and continued to fail after a temporary repair. A field service engineer inspected the drawer components, replaced the controller board and retractor band, and tested the drawer in the hardware test application (hta) with the customer, but the issue persisted. The fse later obtained a replacement drawer from the depot, installed the half-height matrix drawer, configured it, and retested it in the hta. The system functioned as intended after the field service engineer repaired the device.